Event description:
Boston scientific received information that this left ventricular (lv) lead had moved from the original implant site approximately a week after implant. No adverse patient effects were reported.

Manufacturer narrative:
The lv outputs were increased. There were no plans for an invasive procedure and the patient will be followed via routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.